Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they experienced low blood glucose level. The blood glucose of customer was 35 mg/dl at the time of the incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose level event. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer was alleging insulin pump was over delivering. The customer was treated with food. The customer did not experienced any other symptoms. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.